Manufacturer narrative:
Zimmerbiomet complaint number cmp-0575891 the reported device was returned for investigation. Visual inspection of the as returned product identified bone on the threads. No damage identified. The returned device was measured with and verified to match print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 29 and was used for approximately 12 months, 19 days. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported pain. The product was returned for investigation. The reported complaint is could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI g4: date received by manufacturer h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had pain when trying to place the crown on the implant.